Event description:
It was reported that the patient with a pacemaker system complained of jumping in his device. The patient was evaluated in the clinic and the field representative observed pectoral stimulation and felt the jumping pectoral muscle, however, the stimulation could not re-produced. No out-of-range measurements or noise was observed. Thresholds were noted to be fine. Afterwards the representative noted auto thresholds failed due to ectopy or loss of capture (loc), resulting in a five-volt output going to the right atrium. The patient was being sent for a chest x-rays. It was noted that the patient admitted doing extremely heavy lifting and yard work recently and also plays golf three to four times a week. The patient returned for another evaluation after auto threshold/ amplitudes were turned off in both channels and complained of having additional stimulation. This time, the stimulation was able to be re-created with left arm raising and shoulders being shrugged. Subsequently, the physician decided to explant and replace the system as the ra lead exhibited impedance and insulation issue and the right ventricular (rv) lead exhibited high thresholds and an insulation issue. The system is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with a pacemaker system complained of jumping in his device. The patient was evaluated in the clinic and the field representative observed pectoral stimulation and felt the jumping pectoral muscle, however, the stimulation could not re-produced. No out-of-range measurements or noise was observed. Thresholds were noted to be fine. Afterwards the representative noted auto thresholds failed due to ectopy or loss of capture (loc), resulting in a five-volt output going to the right atrium. The patient was being sent for a chest x-rays. It was noted that the patient admitted doing extremely heavy lifting and yard work recently and also plays golf three to four times a week. The patient returned for another evaluation after auto threshold/ amplitudes were turned off in both channels and complained of having additional stimulation. This time, the stimulation was able to be re-created with left arm raising and shoulders being shrugged. Subsequently, the physician decided to explant and replace the system as the ra lead exhibited impedance and insulation issue and the right ventricular (rv) lead exhibited high thresholds and an insulation issue. The system is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. Functional testing was undertaken and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.